Event description:
During an in clinic follow up, inappropriate mode switching, low pacing impedance and episodes of oversensing due to noise were noted on the right atrial (ra) lead. Provocative testing was performed and the noise was reproducible. Lead insulation damage was suspected. The ra lead was reprogrammed to resolve the event. The patient was stable.